Event description:
User facility reports the following: port implanted in 02. Pt exhibited signs of infiltration (additional pt info unavailable). Port explanted the following month. It was observed that there were 2 holes in the catheter.